Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Manufacturer narrative:
Additional information: b5, g3, h6.

Event description:
Additional information was received on 18-dec-2025: this was discovered during an aclr procedure. Everything was removed from the patient. The case was completed by opening another ar-1588rt-ib tightrope ii rt. The surgery was delayed by approximately 30 minutes to remove the device, assess the issue, and replace it with a new implant. It is unknown whether additional anesthesia was administered.

Event description:
On 11/26/2025, it was reported by a sales representative via email that during use of an ar-1588rt-ib tightrope ii rt, the surgeon felt a ¿pop¿ when pulling the graft up the femoral tunnel. Upon inspection, the suture band on top of the button was found to have broken. This was discovered during a procedure on (B)(6) 2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.